Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon could not insert the articular surface into the tibia component. Another articular surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail is compressed on one side. Heavy gouging was also observed on one posterior edge. The tibial plate was not returned for review. Dimensions were found conforming to print specifications where measured. The feature alleged against was analyzed dimensionally and visually. The knee component compatibility cannot be verified as only the part and lot numbers are known for the nexgen cr/cr-flex/cra prolong articular surface. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The observed gouging likely occurred during removal after the articular surface would not mate, but the compressed locking feature (dovetail) indicates that the articular surface was not correctly placed and oriented before impacting it into the tibial plate. It is likely that the problems encountered are related to the surgical technique.